Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. However, omsc could not reproduce the reported phenomenon. Omsc checked the appearance and internal condition of the subject device. However, there was no abnormality. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Omsc evaluated the subject device. However, the reported phenomenon could not be reproduced. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device emitted abnormal noise when gas was supplied. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.